Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Company representative reported right side deflation and pain. Device remains implanted.

Event description:
Company representative reported right side deflation and pain. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ pain: unable to confirm as it is a medical event not related to the device. ¿ deflation: observed opening posterior side assessed as fold flaw opening additional observations: ¿ observed creases on the device. ¿ observed wear abrasion on the device. ¿ white particles observed inside device. No further actions are required as the device was implanted.